Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The additional information contained within this report have no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised due to pain, discomfort, soreness, metal poisoning and metallosis from metal debris of the magnum devices. Surgical notations of a metal-tinged synovium and pathologic notation of synovial tissue with metallic-type wear debris and foreign body-type giant cells were found. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4) concomitant product(s): - m2a magnum tpr adpr ti dia42-5 0/-6mmt1/ pn 139252/ ln 521590. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03778.

Event description:
It was reported that a patient underwent a revision procedure approximately 11 years post initial implantation due to mechanical complications of the right hip. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.